Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient thought that they had a bit of retention and was constipated. Patient saw their doctor and told them the bandages were very bloody. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.